Manufacturer narrative:
Pump received and powered up properly. No blank display or battery out limit noted. All operating currents are within specs. Unit passed displacement test. Unit had cracked belt clip slot, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit but battery was fine. Customer does not recall any significant events leading to the error. Customer's blood glucose was 300 mg/dl at the time of incident. Troubleshooting was done for battery out limit. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.